Event description:
A customer reproted to the bci area service manager, visiting the site, that 2 erroneously elevated accu tnl results from 2 different patients had been generated by the access instrument. The elevated accu tnl result from patient a was 0.23ng/ml. The elevated accu tnl resulf from patient b was 0.52ng/ml. The results for patient a and patient b were reported out of the lab. The customer indicated that patient a had a cardiac catheterization done after the initial result was reported. The customer retested the original samples of patient a and patient b. No additional information provided why samples were retested. The repeated accu tnl result from patient a was <0.01ng/ml. The repeated accu tnl result from patient b was 0.03ng/ml. A corrected report was issued for both patients. The customer indicated that there has been no death or serious injury that can be attributed to this event.